Event description:
As reported, upon shuttling down the 5f mynxgrip vascular closure device (vcd) and delivery of peg sealant, the fellow felt a pop. The mynx was then removed, pressure was held on the insertion site with no hematoma noted. The tubing was cracked, and the sealant appears to be slightly swelled and protruding through the tubing. There was no reported patient injury. No resistance or friction was experienced as the mynx vcd was advanced through the unknown sheath. The unknown sheath was not kinked or bent. The femoral artery¿s suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The mynxgrip was introduced through the unknown sheath with no issues. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was in training with the mynx. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, upon shuttling down the 5f mynxgrip vascular closure device (vcd) and delivery of polyethylene glycol (peg) sealant, the fellow felt a pop. The mynx was then removed, pressure was held on the insertion site with no hematoma noted. The tubing was cracked, and the sealant appears to be slightly swelled and protruding through the tubing. There was no reported patient injury. No resistance or friction was experienced as the mynx vcd was advanced through the unknown sheath. The unknown sheath was not kinked or bent. The femoral artery¿s suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The mynxgrip was introduced through the unknown sheath with no issues. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was in training with the mynx. Other procedural details were requested but were not provided. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged to the black handle and the stopcock was open with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for evaluation. The sealant and advancer tube were both exposed on the catheter. No additional anomalies were observed during the visual inspection. A functional inflation/deflation test was performed, and the balloon inflated and deflated as expected, with no issues related to the reported event observed. A deployment test could not be performed, as the unit was received in the deployed condition with the advancer tube deployed on the catheter and the sealant in the deployed position. However, the complete removal of the advancer tube was performed without issue. The shuttle advancement mechanism was also tested to evaluate mobility, and no impediments were observed. Additional analysis confirmed the presence of the slit on the outer cartridge of the unit, with no abnormalities noted. The reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since the sealant and advancer tube were in their deployed positions and there were no anomalies noted to the shuttle advancement mechanism. Additionally, the reported event of ¿component-component issue¿ in relation to the reported cracked tubing, was not observed through analysis of the returned device as there was no damage noted aside from the manufactured slit. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the ¿pop¿ heard when advancing into the sheath or the reported cracked tubing, especially since there were no anomalies noted during analysis of the device. However, procedural/handling factors (deployer was in training) and/or concomitant device factors (the procedural sheath was not returned for analysis) are possible. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge tubing, which is not a product defect. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the shuttle cartridge and the sealant sleeve is designed to be placed over the shuttle side slit to protect the sealant from exposing prematurely and the shuttle tubing side slit from opening during deployment. If the sealant sleeve is displaced, the side slit will be exposed. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.